Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the right ex fix was jammed, and the hinge was unable to be distracted. A 30 minute delay in procedure resulted, as a left ex fix device was used to finish the procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Evaluation found returned product to be within appropriate design specification. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. Lot number - the lot number could be 696720 or 864170.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the right external fixation device was jammed, and the hinge was unable to be distracted. A 30 minute delay in procedure resulted, as a left external fixation device was used to finish the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.